Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Functional check was performed and it was confirmed that system had a flow rate problem. Circulation pump assembly was replaced. Functional test was performed. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a low flow rate problem. Per review of wo on 10jan2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 11jan2023, they repaired the device in the field. They replaced a circulation pump assy. The date of event occurred was 05jan2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a low flow rate problem. Per review of wo on 10jan2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow-up information received via email on 11jan2023, they repaired the device in the field. They replaced a circulation pump assy. The date of event occurred was (B)(6) 2023.